Manufacturer narrative:
According to the customer raising hi-lo function works fine, but the lower function does not, specifically for the head hi-lo motor, as it works intermittently/slowly, until it stops at a certain point causing the bed to be uneven. Customer also stated that a concerning clicking noise can be heard from the foot hi-lo motor. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer raising hi-lo function works fine, but the lower function does not, specifically for the head hi-lo motor, as it works intermittently/slowly, until it stops at a certain point causing the bed to be uneven.